Manufacturer narrative:
Vyaire file identification: (B)(4). Equipment was received in house at the vyaire medical facility. Service tech verified the reported "constant reset" problem even with disconnected the ac adapter. When hybrid board was replaced, it passed. Therefore, the root cause is determined to be a loose connection on the hybrid board. As per update in m2m, they have already replaced the hybrid board and the unit passed all tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced constant reset. The customer confirmed that there was no patient involvement associated with the reported event.